Event description:
It was reported that the pt experienced a shocking sensation. The pt turned off his device, turned it back, and has been working since. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).